Event description:
A patient was experiencing pain secondary to weight loss, in regards to the pump's position. Examination/palpation on (B)(6) 2011 revealed the pump had shifted. It was further noted that distribution of the side port was causing pain from the femoral nerve. The device was repositioned surgically on (B)(6) 2011. The patient's outcome was noted as having resolved without sequelae. Drugs delivered via the pump were baclofen 1000 mcg/ml at a daily dose of 224.9 mcg, dilaudid, clonidine and bupivacaine.

Event description:
Additional information: the pump was explanted; reason not known. Baclofen was clarified as being compounded. Additional information has been requested; a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: 2007-(B)(6), explanted on: unk.

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function.

Manufacturer narrative:
Analysis of the returned device were not available as of the date of this report; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from novartis regarding a patient receiving intrathecal dilaudid 20.0 mg/ml at 4.497 mg/day, clonidine 3500.0 mcg/ml at 787.0 mcg/day, baclofen 1000.0 mcg/ml at 224.9 mcg/day, and bupivacaine 30.0 mg/ml at 6.746 mg/day. The indications for use were non-malignant pain and failed back surgery syndrome. The baclofen was used for management of severe spasticity, and the dilaudid was used for an unknown indication. The patient had a medical history of lumbar radiculopathy, failed back surgery syndrome, and pain. In the context of device related complications, the causality of the events pain, neuralgia and weight loss could not entirely be ruled out with the novartis suspect, baclofen.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.